Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed frequent high alarms. A functional test was performed the reported issue was not duplicated. The exact cause of the reported issue was not able to be identified as it wasn't duplicated during functional testing. However, the occlusion sensor was recalibrated as a preventative measure. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a high-pressure alarm. There was unknown patient involvement, no patient injury was reported.